Event description:
The customer called to report that the insulin pump was not working properly. The customer was unable to take the insulin pump out of priming mode. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to a loose drive support disk. The insulin pump had a missing end cap sticker.